Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported material cut, split, or torn and fluid leak were able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material split, cut, or torn and resulting fluid leak appear to be related to circumstances of the procedure. The proximal marker band of the returned catheter was noted to be deformed due to compressive stress, as well as bends throughout the sheath, which are consistent with causing a restriction of purge flow. In this case it is likely that restricted purge flow within the sheath, caused by the observed damage to the sheath, had resulted in the reported and confirmed material tear, split or cut and the subsequent fluid leak. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the dragonfly opstar imaging catheter had a successful first run; however, a fluid leak appeared at the narrow part meets the wider part of the catheter upon flushing. Another dragonfly opstar was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified a black sheath was torn from the proximal end of the inner shell. The account confirmed the issue was noted after removal from the anatomy when the device was inspected. No additional information was provided.